Event description:
Patient had right anterior hip total arthroplasty on (B)(6) 2023. Had uneventful recovery until (B)(6) 2023 when hip dislocated. Admitted to hospital and scheduled for a revision of right total hip (anterior). Open old incision line and eventually found one half of the ceramic head. Surgeon then worked to remove second half. Fully explored and irrigated to check for any remaining pieces. Found 1-2 small pieces. All were sequestered. Surgeon chose to also remove the acetabular poly liner. The information on the ceramic head as follows: biomet, biolox delta modular ceramic head, ref.# 650-0663, lot# 3095609, 36 mm type 1 taper +6mm neck with exp. Date of 2031-12-13. Head was in 2 pieces prior to coming back to the operating room. This did not happen in the operating room. No recall was associated with the device according to the vendor. Surgeon is unsure of how this incident occurred unsure if patient was following all instructions for limiting certain types of movement. Rep reported to manufacturer and informed they would also be reporting.